Event description:
It was reported that the iodine in a minicap was dried out. The reporter stated that the iodine solution was ¿hard and no longer liquid.¿ the reporter stated that the pouch containing the minicap appeared fine but the sponge inside was dry. The reporter also stated that there were dry spots inside the pouch from where the iodine solution was and then dried out. This was identified during set up for peritoneal dialysis therapy. There was no patient involvement. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 04/11/2014 and 04/17/2014. A sample was not returned for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.